Manufacturer narrative:
Other applicable components are: product ID: 3889-28, lot# va0mmm9, implanted: (B)(6) 2014, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that the patient recently had the neurostimulator inserted for bladder control after years of bladder incontinence, two bladder slings, one bladder neck suspension and many years of anguish and stress. The patient had read and re-read the little manual but the patient feel that something was not set right because their urge incontinence was still like before. It seemed like at first it was working and the patient was making it to the bathroom before it came out but the patient never made it in the morning before it comes out. As soon as the patient feel the need and go to get out of bed. She start peeing down her legs. She had to put setting down because she get very nauseated when she feel the pulsating going very fast. So the patient feel that she was not understanding how this was supposed to work. It was at 2.2 but she don't understand what amplitude was and what program was so need to be educated. The patient was feeling a pressure constantly by tailbone area which was annoying and very uncomfortable. Additional information received from the consumer reported that she had a loss of therapy and no therapeutic benefit since implant. There was no fall or trauma related to this issue. The patient had a reprogramming session in the office in may and did have 50% improvement in symptom control. She had difficulty at night, she used a c-pap machine and slept, so soundly that she didn¿t wake up until it was too late and she was already leaking. Onset of symptoms was reportedly sudden. The patient also reported leg numbness. Additional information was received. It was reported that the patient was implanted in (B)(6) 2014 and experienced no relief from urge incontinence. They had an x-ray performed and the wire was not inserted correctly. They were looking for a healthcare provider in their area. No further complications were reported or anticipated.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3889-28, lot# va0mmm9, implanted: (B)(6)2014 explanted: product type lead. Product ID: 3889-28, lot# va0mmm9, implanted: (B)(6)2014 explanted: product type lead. Upon review it was noted device code was missing from initial report. Supplemental sent. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID 3889-28, lot# va0mmm9, implanted: (B)(6) 2014, product type lead; product ID 3889-28, lot# va0mmm9, implanted: (B)(6) 2014, product type lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information from the patient on (B)(6) reported the implant never worked for her. The patient stated she thought it was helping, but it had never been effective. The patient stated she had been using a diary/symptom trackers. The patient stated the symptoms eventually worsened as well. The patient noted her healthcare professional (hcp) had left. The patient noted she saw a different hcp who took an x-ray and found the wire was not inserted correctly. The patient stated the hcp was unsure if it had moved or why it was in its position. The patient stated it was not by the sacral nerve. The patient noted the implant was not effective since implant and the symptoms had worsen about a year after implant. The patient stated they had an x-ray and it showed the wire was not inserted correctly. There were no further complications that have been reported as a result of this event.